Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir lip ring was cracked. The customer¿s blood glucose level was 6.9 mmol/l at the time of incident. Customer stated that the reservoir was not able to lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads.